Event description:
It was reported that during the dissection step of a robotic laparoscopic partial nephrectomy, the endoscope buttons and or team interface menu were not responding and there was no access to menu by double clicking on orti. This made it impossible to do the 180 degrees rotation. Tried multiple times and a force restart failed and it only worked on a second restart after the extraction of the endoscope adapter from the arm. After 1h40min of surgery there was an arm error message that said: arm error: extract the instrument with mechanical release. The instrument was the monopolar curved shears and it was deeply inserted in the cavity. The mcs was extracted. After the arm error and due to the multiple failures before the surgeon decided to convert to open surgery. There was a delay of 15 minutes. Depending on the situation and within the surgeon's responsibility and assessment a switch to open can be a secondary action but still is an undesirable outcome.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).